Event description:
While a surgeon was operating, the loaner morcellator scope from fortec broke while in the patient and a piece of the inner sheath was floating in the bladder. The surgeon irrigated the bladder using an elic and was able to retrieve the broken piece. The urology coordinator was called into the room and another morcellator scope was opened to finish the case.